Event description:
It was reported by the patient's treating physician that the patient had passed away. The cause of death was unknown at that time. The date of death was found to be (B)(6) 2012. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the physician indicating that the cause of death was multiple small brain tumors. The death was not believed to be related to vns. Additionally the patient's lead and generator will not be returned as they were buried with the patient.